Event description:
At 11:20 pm, this resident was found with body on the floor on right side of bed. His left mandible (jaw) was lodged on the 3rd rung of the noa assist bar. His low air loss mattress was a stat2 by meda-stat. He was deceased.